Manufacturer narrative:
Corrected data.

Event description:
An asymptomatic patient presented to the clinic and the device was an back-up vvi due to event queue overflow issue. The device firmware was re-downloaded and normal function was restored. The patient is stable.